Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va23nme, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va23nme, ubd: 01-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the lead broke so it was partially removed by the doctor. No further complications were reported or anticipated.